Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit won't charge above 50%. Left unit on on charger overnight. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Additional initial reporter name is (B)(6). Fields d1, d4 of the emdr is for original iabp cs100; however this iabp was upgraded to a cs300 intra-aortic balloon pump. Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , e3 , e1 ( event site address , initial reporter , event site email , event site telephone ). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse was not able to reproduce the issue the customer experienced. Fse removed and replaced the batteries (d146-00-0039) as a preventative measure as the customer stated that battery issues have been a problem for them. Verified the units battery fully charged. Unit passed all functional and safety tests per factory specifications. Unit returned to customer and cleared for clinical use. Corrected field : b1.